Manufacturer narrative:
During in-service, the service personnel cleaned the cv-190 cable connectors with isopropyl alcohol and compressed air. When tested, the b30 scope communication error no longer occurred. Further investigation by the manufacturer was conducted including a review of the device history record (DHR) and instructions for use (IFU). The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear." As the error code did not appear following the in-service, the likely root cause is foreign matter attached to the video cable connector and socket. Olympus will continue to monitor the performance of this device. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. Actions are being taken to manage actions related to the remediation of this issue and any required MDR reporting.

Event description:
It was reported the evis exera iii xenon light source displayed e204 and b30 errors on multiple carts. No impact to patient care was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct information provided on the initial report. The following sections were updated and/or corrected. Based on the results of the investigation, the b30 error was caused by foreign matter (for example: chemical liquid residue, water, dirt, dust, gauze spray) attached to the video cable connector and socket. If there is foreign matter at the electrical contact point of the connector or socket, the electric contact becomes unstable, and it affects the signal transmission of the scope and video processor. Within the initial report, the issue of e204 error was identified per the event description. As a result of the the legal manufacturer's investigation and the internal risk summary tool, this specific phenomenon has no potential to cause or contribute to death or serious injury if the issue was to recur.